Event description:
A malfunction was reported by the customer, identified by malfunction code malf 0. There was no confirmed impact on the customer's blood glucose level as the customer declined to answer if it exceeded 500 mg/dl. Technical support provided the customer with information on how to reset the pump, assisted them with the reset process, and verified that the issue did not recur. The customer was advised to continue using the pump and to reach out again if the issue reappears, which the customer acknowledged and understood.